Manufacturer narrative:
(B)(4). Date sent: 11/4/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what stapler was used with the reported cartridge? Plee60a how was the leak identified? Pain in stomach. Increasing blood pressure and respiratory rate. Was a leak test performed during in procedure? If so, what type and what was the result? No, they did not perform any leak test. What was done to address leak in reoperation? With suturing they fixed the situation. Were there any issues experienced with the device in the initial surgical procedure? No, it was not any issue in the procedure. Were there any issues noted with staple formation at any point throughout the care of the patient? No, the formation of staples were fine and it was no complain about it. What is the current patient status? It was reoperated 24hour after main surgery and hopefully there was not any adverse outcome but this event was reported to the moh. It should be noted that the surgeon complains about blue cartridges and do not use this color of cartridge anymore but he uses gold and green cartridges in his surgery and do not have any problem. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that about 24-48 hours after a sleeve gastrectomy surgery, the cartridge which was the one before the last cartridge started leaking after operation and the surgeon immediately re-operate and fix the situation.